Manufacturer narrative:
Clinical investigation: there is no documentation showing a causal relationship between the liberty cycler machine or cassette and the hospital admission and/or the adverse event of peritonitis. Additionally, there is no allegation against any fresenius products and the adverse event. However, there is a probable association between the reported peritonitis and a possible breach in aseptic technique during peritoneal dialysis (pd) therapy given the patient¿s reported history of poor vision and the organism cultured was staphylococcus. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had a drain complication message during drain 4 of 6 on (B)(6) 2017. Follow-up information with the pd nurse revealed that the patient had draining problems both manually and with the cycler. The patient was subsequently hospitalized for peritonitis on (B)(6) 2017. The patient was treated with vancomycin. The pd nurse also confirmed that the peritoneal effluent culture was positive for staphylococcus. The pd nurse stated that the source of infection was touch contamination as the patient has poor vision. The patient was discharged from the hospital either on (B)(6) 2017, as the exact date was unknown.